Event description:
During the coil embolization procedure for an mca (middle cerebral artery) aneurysm, it was reported that the distal of the subject coil was found broken. Therefore, the physician used a guidewire to take the broken part out of the patient¿s body and replaced with a new coil to finish the procedure. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the main coil was kinked and stretched but not broken. In addition, the delivery wire and proximal contact was kinked due to handling. During the functioning test, the coil was advanced through the sheath with resistance noted. Based on the information currently available and the device inspection, the reported main coil broken could not be confirmed, however the customer may perceive the damage noted to the coil as broken. The analyzed damages noted on the main coil and friction were due to procedural factors, as the issue is associated with a product that meets the design and manufacture specifications and was used in according with the dfu (direction for use) but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
During the coil embolization procedure for an mca (middle cerebral artery) aneurysm, it was reported that the distal of the subject coil was found broken. Therefore, the physician used a guidewire to take the broken part out of the patient¿s body and replaced with a new coil to finish the procedure. No clinical consequences reported to the patient.